Manufacturer narrative:
(B)(4).

Event description:
Patient's husband contacted dexcom on (B)(6) 2016 to report an adverse event that occurred on (B)(6) 2016. Patient went into shock at 5:00am due to her blood sugar dropping to 43mg/dl. Patient's husband gave the patient 8 oz. Of orange juice. No paramedics were called. Patient was not wearing a sensor at the time of the event as the receiver had an error and patient was waiting for a replacement. At the time of contact, patient was feeling fine. No additional event or patient information was provided.